Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The keypad cable was found disconnected during device evaluation. The assignable cause was determined to be the cable that connects to the keypad was disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the cable was connected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a keypad issue. No additional information is available.